Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021, the customer alleged for pump keeps asking to check bg every 3 hours when in auto mode, no longer communicates with the mobile app, change the battery every 3 days and cosmetic damage on the battery compartment. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with pillowing keypad overlay and cracked case behind the pump at the battery compartment. The test guardian link with the watertight tester communicated properly with the pump noted. The auto mode feature functioning properly. Pump monitored for 24 hours on auto mode and no check bg noted. Pump connected to the minimed mobile app successfully on both android and ios. Pump passed the displacement test, active current measurement and self test. However, pump received with a high sleep current measurement. Thump software was utilized and successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 12/01/2021 at 20:16:00.000. Insert battery alarm on 12/01/2021 21:42:23.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement remains high. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement is within specification. In summary, pump received with a high sleep current measurement and customer alleged confirmed for change the battery every 3 days, suspected to be on the pcb 1. Cosmetic damage confirmed on the case behind the pump at the battery compartment. Customer alleged not confirmed for check bg every 3 hours when in auto mode and no longer communicates with the mobile app. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was damaged. The type of damage was crack and the location of damage was the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.